Event description:
Reporter is mother of patient who states, that her daughter has previously used the walmart multipurpose brand of contact and lens solution, but obtained amo samples and began using them. The child said mom, "I have dirt in my eyes." The mother checked out her daughter's eyes, (whose an avid gofer), but found nothing. She then irrigated both eyes with the amo sample sized solutions and by that evening both of the child's eyes were noticeably red. In the am the child put on a new pair of contact and no real problems occurred until march 8. The child went to see pediatrician for headaches, fever, chills, sinus symptoms and redness of the eyes. She was placed on antibiotics and the redness of the eyes were felt to be allergy in origin (occurred during peak pollen season and daughter golfed over 3 times a week). The antibiotics were completed in march, but the pt still complained of the feeling that there was dirt in her eyes" this later developed into weepage and stinging until her left eye was swollen shut! She was diagnosed at that time with a corneal abrasion and advised drops to each eye every 2 hrs' along with the use of an eye ointment. Later, the eye began to open and there was a greyish film - like covering detected over the eye. Her drops were increased and symptomatically, the pt began to improve with lessening of the itching and stinging sensation, at a follow up appointment with dr - specialist, the daughter was diagnosed with a corneal ulcer. Treatment plan the next month included culturing and four subconjunctival injections of tobramycin and vancomycin. The frequency of the eye drops were reduced from every 30 mins to every 2 hrs, while awake the same month. And at the child's last visit a month later, the drops were further tapered to four times only. The pt currently suffers from periaxial corneal scars with astigmatism. The scar is 1mm 1/2 deep and may lend itself to a corneal transplant in the near future. The pt currently sees 20/30 from the affected eye. The wearing of corrected lenses will take away from her peripheral vision according to mother's report. She is not wearing contacts and she's too young for lasik surgery at this time. Cultures were reportedly negative, however the director of the eye foundation feels that the source was bacterial.